Event description:
It was reported that the battery voltage measured low at 2.45 volts on (B)(6) 2010. It was further reported that at subsequent clinic visits, the device was reported at elective replacement indicator (eri) on (B)(6) 2011 but was not at eri when interrogated the week prior. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage measured low at 2.45 volts. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated on (B)(4) 2010; the battery voltage with telemetry was 2.45v and the daily measurement was 2.9v.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated on (B)(6) 2010; the battery voltage with telemetry was 2.45v and the daily measurement was 2.9v.

Event description:
It was reported that the battery voltage measured low at 2.45 volts on (B)(6) 2010. It was further reported that at subsequent clinic visits, the device was reported at elective replacement indicator (eri) on (B)(6) 2011 but was not at eri when interrogated the week prior. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Low telemetered battery voltage was indicated on (B)(6), 2010; the battery voltage with telemetry was 2.45v and the daily measurement was 2.9v.